Manufacturer narrative:
Film analysis: the customer provided a photo of the reported area of the leg that was subjected to a venaseal treatment. The photo showed the patient's leg (post excision treatment). A clinical evaluation was performed. This clinician was familiar with the event and indicated that the patient had ulcer/s that actually healed after treatment, but erosive lesions appeared in the limb as stated. It is unknown where the pseudomonas came from. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no improvement was noted following patient being on keflex. The excision was carried out due to infection as some of the glue is reported to have gotten caught in the patient¿s posterior calf varix. Physician is confident the patient will do well now. The treated thigh gsv has remained normal. This has confirmed this was not an allergy issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venaseal to successfully treat the great saphenous vein (gsv). IFU was followed and the device lumen was flushed prior to use. Hand compressions was conducted and the vein was closed. A follow up ultrasound on confirmed that the vein was successfully closed. Eleven days post procedure, the patient developed an abscess in the treated vein, medially, below the knee and was prescribed keflex 500 mg 1 cap 4x/day for 7 days. The patient was admitted to hospital on three days later and was put on IV antibiotic therapy (vancomycin). During a follow up visit an infection with pseudomonas was discovered and the patient was placed on ciprofloxacin. Improvement was noted during two subsequent follow up visits. During a third follow up visit, the physician reported that the patient¿s condition has deteriorated and more abscesses developed below the knee of the treated leg. The patient had part of the vein/adhesive from their leg excised.